Manufacturer narrative:
Concomitant products: 5076-52 lead; 694765 lead, implanted (B)(6) 2002.

Event description:
It was reported that the patient experienced phrenic nerve stimulation (pns) since a previous programming change. The left ventricular (lv) lead outputs were reprogrammed which stopped the stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.